Event description:
Rptr stated that in a meter to healthcare professional meter test comparison, the blood glucose results were 118 and 188 mg/dl, respectively, using the same fingerstick. Rptr then stuck a second finger and got results of 147 and 126 ml/dl, both with his meter. Control solution test was 113(1880131) ml/dl. Rptr added that he often cannot get enough blood and will add a second drop to the teststrip. During contact with lifescan rptr performed two more, back-to-back fingersticks, using different fingers, resulting in blood glucose readings of 99 and 134 mg/dl.